Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 days. The event occurred at (B)(6). No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. During the manufacturer's routine inquiry for patient status updates, an outcome was received which indicated that the patient expired on (B)(6) 2015 due to bleeding in the brain. It was reported that the patient's expiration was reported to be not related to lvad therapy. No further information was provided.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation. A direct correlation between the device and the reported brain hemorrhage could not be conclusively determined. The instructions for use lists stroke as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received indicated that since the patient expired due brain bleeding, without relation to the device, the pump would not returned for analysis.